Event description:
The customer reported a ballooned silicone segment occurred in the ICU. Nurse reported that the pump alarmed and during troubleshooting, she found the ballooned silicone segment. Reporter stated that IV push meds and IV flushes are common in the ICU, but it is not known if any were given with this particular set. No pt harm or medical intervention occurred. Customer states no further pt or event info is available.

Manufacturer narrative:
(B)(4). Conclusion: the customer's report of a balloon in the silicone segment was confirmed upon visual inspection of the set and replicated during pressure testing. The pressure test produced a balloon within the silicone segment at 17 psi ((B)(4)). The silicone segment was likely weakened during customer use. The root cause could not be fully identified. Past investigations determined ballooning has occurred when an IV push is executed below the pump when the tubing above the IV push site was not clamped off. This can cause unwanted pressure to go up into the silicone segment and cause a balloon in the tubing.